Manufacturer narrative:
The insulin pump was received with a button error alarm due to moisture damage on the keypad traces. No moisture damage was found on the electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had big issues in the middle of a wedding on the insulin pump. Customer received a button error alarm. Customer's blood glucose is 266 mg/dl. Customer treated with the pump. Customer stated that it was due to the sweat from wearing the pump in the wedding. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.